Event description:
It was reported that during the procedure, the liners would not assemble with the shell. Another construct was used to complete the procedure. There was no harm or health impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
This is a combination product (B)(4). D10: cat #: 010000925 / g7 hi-wall e1 liner 32mm c/ lot #: 7254147 unknown g7 shell. G2: mexico. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01898. 0001825034-2024-01907. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; d10; g3; h2; h3; h6. Cat #: 010000926 / g7 hi-wall e1 liner 32mm c/ lot #: (B)(6). Upon visual inspection of the returned liners, both liners have visible damage to the scallops. There is no damage to the outer radius or the locking feature of the device. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.